Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for air in tubing/ low vacuum was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced insufficient blood flow. The following information was provided by the initial reporter. The customer stated: customer reported during a phone conversation that when he performed a venipuncture using a winged blood collection set that "the vacuum in his pst and edta tube suddenly stopped, the blood flow into the tube stopped and tube was not filled up to the fill indicator"

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced insufficient blood flow. The following information was provided by the initial reporter. The customer stated: customer reported during a phone conversation that when he performed a venipuncture using a winged blood collection set that "the vacuum in his pst and edta tube suddenly stopped, the blood flow into the tube stopped and tube was not filled up to the fill indicator".